Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accu tni (troponin I) results obtained from a unicel dxi 800 access immunoassay system for several pts. The customer reported 15% of the pt population's accutni results shifted into the 0.04-0.10 ng/ml range when the accutni results would have normally recovered within the normal reference range. The initial elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the instrument. The fse inspected the instrument for any mechanical issues. The fse's found no mechanical issues. The fse performed high sensitivity system check and s0 calibrator reproducibility testing which both resulted with good results. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 fr add'l reportable events.